Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper function (stopper pop off) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the tube separated from the stopper in the holder while drawing blood. There was no blood exposure. The stopper of 4 or 5 tubes in the shelf pack were very easy to remove."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the tube separated from the stopper in the holder while drawing blood. There was no blood exposure. The stopper of 4 or 5 tubes in the shelf pack were very easy to remove."